Manufacturer narrative:
Batch review performed on 23 august 2021. Lot 2005408: (B)(4) items manufactured and released on 02-sep-2020. Expiration date: 2025-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in reporting pain due to a periprosthetic fracture that was caused from falling. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully. Presently, on (B)(6) 2021, the patient came in reporting pain due to a leg length discrepancy and the cause of the leg length discrepancy is unknown. The surgeon revised the head with a competitor head. The surgery was completed successfully.